Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and unit is missing all 4 feet. Complaint of motor stall error message was confirmed. Product failed functional testing with errors in both mdu ports. Cause of errors is a defective electronic component on the main digital pcb. Product passed functional testing with a known good main pcb installed. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A complaint history review found related failures. The device has been in service for over 9 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the controller caused the hand piece stall. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.